Event description:
The heart rate is reading 40 bpm when other known good rad-8s are reading at 90 bpm.

Manufacturer narrative:
The returned device was analyzed. No external damage was observed. The device powered on and provided readings. The spo2 and pr functionality was verified through the use of a fluke simulator. It was observed that the unit gave expected readings for both the spo2 and pr. The device was found to be functioning as designed. The returned sensor and cable were also analyzed and found to be functioning as designed. The product was returned to the customer after evaluation.